Event description:
It was reported that on (B)(6) 2011, the 3.0 x 28 mm promus stent and the 3.0 x 8 mm promus stent were implanted in the proximal left circumflex artery. On (B)(6) 2011, the patient presented with an acute myocardial infarction, with st elevation and recurrent ischemic symptoms lasting 10 minutes or more. The ischemia was treated with medication. Cardiac enzymes were elevated. Angiography was performed on (B)(6) 2011 which revealed progressive coronary artery disease with left main bifurcation stenosis. It was noted that the stents were patent. The patient was successfully treated with coronary artery bypass surgery on (B)(6) 2012 and resumed usual activities. No additional information was provided.

Manufacturer narrative:
(B)(4). The promus rx 3.0 x 28 mm is being filed under a separate medwatch report. The reported patient effects ischemia, myocardial infarction, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.